Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer's blood glucose was 287 mg/dl. Customer reported that time and date had to be set up and insulin pump could not rewind. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with constant motion sensor test failure alarms during the rewind due to an out of phase motor encoder. Unable to perform the unexpected restart error, displacement, rewind, basic occlusion, prime, occlusion or excessive no delivery tests due to the constant alarms. Unable to verify the reset anomalies due to the alarms. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.